Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6- medical device ¿ problem code (1) - corrected to "2907". A lot history record review was completed for lots 3000317674, 3000318223, and 3000318300 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
Related to (B)(4). The hospital reported that the vasoview hemopro 2 clear plastic end of the cannula was not attached to the cannula when he started to use it. No patient contact with the cannula. Another kit was opened. No procedural delay. No harm to the patient.